Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image on the bronchofibervideoscope was dark and would not deflect all the way. Where the event occurred was unknown. There was no report of patient harm associated with this event.